Manufacturer narrative:
A ge service rep performed an onsite investigation and repaired the x-ray tube. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator would not work properly and was not aligned properly. No pt injury was reported.